Event description:
It happened this day, but it has happened many times in the last year. Every time I wear a cloth mask, I get a sore throat. It will last a few days. I always wear them once and I always wash them after each use. It's not life threatening, but it does worry me. Company: various. FDA safety report ID# (B)(4).